Event description:
High impedances were noted on a lead; it was replaced (reference mfg report # 3007566237-2010-10539). Post operative impedances were normal on the replacement lead. However, the distal electrode shows high impedances now. The implantable neurostimulator was reprogrammed to deliver therapy with a different electrode. There was no pt injury. The pt is ok. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B(4).